Event description:
Caller reported the display is defective. Caller stated the display is missing some pixel lines. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).